Manufacturer narrative:
Approximate age of device - 3 years, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient presented from an outside hospital with an acute right middle cerebral artery (mca) stroke. The inr at the time of the event was 4.7. The patient experienced left hemiparesis, and underwent mca clot extraction. Interrogation of the system controller history by the healthcare professional revealed a few elevations in pump power in the history file. A log file analyzed by the manufacturer's technical services representative confirmed elevated lvad power readings that later stabilized. Additional information was requested, but was not provided.

Manufacturer narrative:
The pump remains in use supporting the patient and no further related events have been reported. The report of intermittent power elevations between (B)(6) 2016 was confirmed based on the information contained in the submitted system controller log file; however, a cause for these power elevations and a correlation between the device and the reported stroke could not be conclusively determined. The instructions for use lists stroke as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.